Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The initial reporter reported on behalf of the patient which stated they received an occlusion/blockage alarm 2. The patients' blood glucose was reported at 350mg/dl and was corrected with a bolus. The patient did not check ketone levels. The site was determined to be the cause of the alarm in which the patient changed sites. Unknown patient's condition at this time.